Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding a revision due to pain involving a tritanium baseplate was reported. The event was not confirmed. Device evaluation could not be performed as no items associated with the event were returned or made available for evaluation. Review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review there have been no other events for this lot. The event could not be confirmed nor the root cause determined as the devices were not returned for evaluation a trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device. No further investigation for this event is possible at this time.

Event description:
Patient was implanted with a #6 triathlon tritanium tibial baseplate in a previous surgery. The patient complained of knee pain. Doctor removed the baseplate and replaced it with a triathlon universal baseplate #6 (5521-b-600).

Event description:
Patient was implanted with a #6 triathlon tritanium tibial baseplate in a previous surgery. The patient complained of knee pain. Doctor removed the baseplate and replaced it with a triathlon universal baseplate (B)(4).